Event description:
The lay user/pt contacted lifescan on feb 27, 2008 and alleged that his one touch ultra meter was giving inaccurate erratic readings. The medical affairs specialist was unable to reach the pt after several attempts via phone. The pt reported that the alleged issue first occurred sometimes in 2008 at night (specific time not provided). He had obtained results of 64 mg/dl and 118 mg/dl, however, these tests were performed greater than 20 minutes apart. He also mentioned experiencing symptoms of being shaky and dizzy after the reported issue began and as a result of the reported issue, he treated self with food/beverage. The pt did not receive/require any medical intervention and was not tested on another device. At the time of troubleshooting, it was verified that the meter was set in the right unit of measurement (mg/dl). The pt's testing technique was reviewed to be correct and he was also cleaning the puncture area properly. This complaint is being reported because the pt claimed he experienced symptoms that can be associated with severe hypoglycemia after the reported issue began. The alleged erratic results were obtained from tests performed greater than 20 minutes apart. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.